Event description:
Procedure: gastrectomy. According to the report: while the doctor was dissecting the gastric omentum, he found that the ultrashears metal tip had been broken and stocked into the tissue. There was no report of pt injury.

Manufacturer narrative:
(B) (4). (B) (4).